Event description:
On (B)(4) 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 5:00pm. The patient indicated she manages her diabetes with combinations of oral medication (metformin 1000mg a day) and insulin (novolog 2-10 units) based on a sliding scale. Due to the alleged issue, the patient denied taking any action regarding her diabetes management regimen. The patient claimed she was feeling lightheaded and shaky ½ an hour after the alleged issue began, so she immediately self treated with food and/or drink. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest. The alleged issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
The customer reported her freestyle freedom lite blood glucose meter was "reading high when her blood sugar was low". The customer reportedly experienced symptoms of slurred speech and "couldn't hold herself up". The paramedics were called and she was reportedly treated with a glucose intravenous solution. A reading of 160 mg/dl received on the adc blood glucose meter was compared to a reading of 60 mg/dl obtained on a health care provider device. Both readings were reportedly completed within a ten-minute timeframe. The customer also reported she was transported to a health care facility where she was diagnosed with hypoglycemia and kept being treated with a glucose intravenous solution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.